Event description:
Complainant alleged that the medics responded to a call for a pt (age unknown) who was down. Upon the medics' arrival, bystander CPR was being performed. Then medics attempted to analyze the pt's heart rhythm, but the device displayed an "ECG too large" message. The medics again attempted to analyze the pt's heart rhythm, but, at this point, the device displayed an "ECG too small" message. The medics then transported the pt on the "two minute" drive to the hospital. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.